Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not giving correct insulin boluses. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting was not completed as the customer declined. The device will not be returned for analysis.